Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer accidentally delivered too much insulin and the customer's blood glucose (bg) level subsequently decreased to 24-25 mg/dl. The customer attempted to address bg and consumed carbohydrates. Reportedly the customer had blurred vision and lost consciousness. The customer was taken to the emergency room and treated IV of dextrose and fluids of saline. Customer was discharged from the ER the same day with the issue resolved and no permanent damage.